Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was 5 mmol/l. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting but display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with an unreadable white display. After further examination of the unit¿s interior, the circuitry located on both sides of the lcd controller is cracked. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the display anomaly.